Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil/anvil shroud, no; damaged guide face, no; damaged knife, no; damaged other, n/a; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, 1 partially formed and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar/anvil fit, good. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The breakaway washer was rec'd fully cut, indicating that the instrument was fully cycled. The partially formed staple may have been due to firing the instrument outside of the safe firing range. The instrument was reloaded and fired. It fired and formed all the staples as designed. There were no difficulties noted with the functionality of the instrument or with the instrument jamming during the firing process. Therefore, it could not be ascertained as to why the instrument reportedly jammed. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a esophagogastrectomy procedure. It was reported by the affiliate that the device partially fired and then jammed. A new device was used to complete the case. A bile leak was found 36 hours post-op (partial necrosis of stomach) pt was male. Pre-operative condition excellent.